Event description:
Pt is a 56 year old male. Pre-dilation of the femoral access site was normal, although access was medial. During needle deployment of the prostar 9 fr. Pvs device, the two posterior neeedles did not present. During device back-down, doctor initially felt resistance and rotated the device, reportedly causing the needle guide to break. Backdown was unsuccessful, possibly due to technique. Surgery was required to remove the device and hemostasis was obtained successfully. The pt was released the next day.